Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-00208. It was reported that a burr became stuck on the rotawire. Vascular access was obtained via the tibial artery. A 1.25mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. During the procedure, after the device was removed out of the patient's body, a wire exchange was attempted. However, it was noted that the burr became stuck on the rotawire. The procedure was completed with this device. No patient complications were reported and the patient's condition was fine.